Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the med/surg department that at 1649 keppra (levetiracetam) 500mg/50ml was ordered. The pharmacy only had keppra (levetiracetam) 1000mg/100ml available. The rn programmed the device to 500mg/50ml and set the rate at 400 ml/hr to run at 15 minutes. The device infused the keppra for 15 minutes as programmed and alarmed. Upon discontinuing the medication, the nurse noted that the keppra bag was empty. The nurse assessed the patient to the patient alert with no signs/symptoms of an adverse reaction noted. The charge rn, pharmacy and the physician were all notified and made aware of the event. The customer further stated that there is no patient information available, however there were no adverse effects caused to the patient from the event. Later the facility biomed department attempted a trial of programming the device for a keppra 50ml secondary infusion. The trial was performed on the original pump and on another pump. Both times the secondary bag continued to drip after pump showed secondary infusion complete with the primary infusing. The biomed then attempted the trial again while programming the device as a magnesium secondary infusion on two different devices. Both times the secondary bag continued to drip after the pump showed secondary completed and primary infusing.

Event description:
It was reported from the med/surg department that at 1649 keppra (levetiracetam) 500mg/50ml was ordered. The pharmacy only had keppra (levetiracetam) 1000mg/100ml available. The rn programmed the device to 500mg/50ml and set the rate at 400 ml/hr to run at 15 minutes. The device infused the keppra for 15 minutes as programmed and alarmed. Upon discontinuing the medication, the nurse noted that the keppra bag was empty. The nurse assessed the patient to the patient alert with no signs/symptoms of an adverse reaction noted. The charge rn, pharmacy and the physician were all notified and made aware of the event. The customer further stated that there is no patient information available, however there were no adverse effects caused to the patient from the event. Later the facility biomed department attempted a trial of programming the device for a keppra 50ml secondary infusion. The trial was performed on the original pump and on another pump. Both times the secondary bag continued to drip after pump showed secondary infusion complete with the primary infusing. The biomed then attempted the trial again while programming the device as a magnesium secondary infusion on two different devices. Both times the secondary bag continued to drip after the pump showed secondary completed and primary infusing.

Manufacturer narrative:
The report of an over infusion of keppra was not definitively confirmed but appears to be due to use error. The pump module event log shows that pump module s/n (B)(6) was programmed to infuse a primary infusion at 100 ml/hr with a vtbi of 950 ml at 10:02 am on (B)(6) 2020. At 10:21 am, the device alarmed for air in line and was restarted at 10:25 am. At 10:26 am, the infusion was paused and then restarted at 10:48 am. At 10:48 am, the user programmed a secondary infusion to run at 400 ml/hr with a vtbi of 100 ml. At 11:04 am, the secondary infusion completed, and the device transitioned to the primary infusion running at 100 ml/hr. At 2:46 pm, the infusion was paused and then restarted at 2:47 pm. The user then programmed a secondary infusion to run at 100 ml/hr with a vtbi of 100 ml. At 3:47 pm, the secondary infusion completed, and the device transitioned to the primary infusion running at 100 ml/hr. At 4:49 pm, the device alarmed for air in line. The root cause of the reported overinfusion of keppra was not identified. However, based on customer-provided complaint details, the over infusion appears to be due to use error. No device was returned for investigation. H3 other text : no devices received, log review only.